Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, priming, excessive no delivery, occlusion, unexpected restart error and self-tests. The insulin pump passed all operating currents tested within the specific range and passed the off no power test. The insulin pump was received with cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was over 400 mg/dl. Customer treated their high blood glucose via insulin pump and manual injections. Customer advised their blood glucose levels had been high since starting insulin pump therapy. Troubleshooting on the insulin pump was performed. Customer advised the drive support cap was normal. Customer declined to check basal rates and air bubbles. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.